Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery, a 3.0x25 mm nc trek rx dilatation catheter was advanced without resistance for post-dilatation of an implanted stent and inflated; however, the balloon ruptured at 18 atmospheres. The 3.0x25 mm nc trek dilatation catheter was withdrawn from the patient anatomy and a new same sized nc trek rx dilatation catheter was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.